Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker exhibited out-of-range atrial intrinsic amplitude of 0.4mv (milli-volts). Additionally, occasional atrial undersensing was observed during stored episodes. Battery status and lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported.